Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Territory manager spoke to mr. (B)(6). He is very certain that this is a quality control issue with contour, when he fired the device only 2 staples on the far edges of the device had entered the tissue, the device cut but no staples fired at all in the middle section. He is keen to state he has the specimen to prove this as there were no puncture marks in the tissue and no staples in the surgical field. Territory manager offered a call with an ees consultant surgeon and also an on-site visit by an engineer. Here was [the surgeon's] reply: there is nothing specific to discuss in reality apart from reassurance that this has not happened before and that the quality checking is up to scratch.

Event description:
It was reported that during an unknown procedure, the device was fired in the lower pelvis; only two staples were in the tissue. They had to convert the procedure to open. The condition of the patient immediately after the procedure was stable. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Event description:
Additional information was requested on 10/10/2011, 10/12/2011, 10/14/2011, 10/18/2011 and 10/27/2011 and to date, no more information has been received.